Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system went down and was unable to pull meds. A technical support specialist (tss) dialed into the app server and restarted all services. Upon reviewing health sight viewer (hsv), a patient information delayed down notice was observed in the critical section. A downtime query revealed that the cce xml timestamp was delayed by one hour compared to the server time, while the last successfully processed xml time. After re-running the query, cce xml time aligned with the server time, and message flow resumed as expected. Further checks confirmed that the latest received cce message, outbound messaging 'created local date time,' and the hsv delay/down notice were all in sync and cleared, respectively. The issue was set to be monitored for 24 hours, with instructions for the customer to report any recurrence. No further issues were reported within that window, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server system, it went down and unable to pull meds. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.